Event description:
International affiliate reports that the tips of two final tighteners broke during the surgical procedure as polyaxial screws were being inserted. The broken tip sections were retrieved from the site and scrapped. The resulting delay was approximately four minutes and there were no adverse consequences to the patient. See mfg report no. 1526439-2013-14338 for the other final tightener that was involved in this event.

Manufacturer narrative:
Visual examination of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. No definitive conclusions can be made. However, a CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. At this time, the complaint is considered to be closed.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.